Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead exhibited occasional loss of capture, frequent oversensing, and high impedance. No further patient complications have been reported as a result of this event.